Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Pump received with normal operating currents. No unexpected low battery alarm or replace battery now alarm noted during testing. However, power loss alarm and replace battery alarm found in pump history file due to non-sleep anomaly software error. Pump was received with faded serial number label, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
It was reported that, the insulin pump had replace battery now alarm. The blood glucose was 7 mmol/l at the time of the incident. Troubleshooting steps were guided for replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. This is the second occurrence of replace battery now without a low battery warning. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.